Event description:
Date of this report 11/95. Rptr c/o asthma, balance disturbance, bladder or urinary problems, elevated blood pressure, bone deterioration, fractures, inflammation, easy bruising, burning sensation or pains in chest, change in texture or appearance of skin, anxiety and/or depression, can't find right word/phrase, can't organize/prioritize things, difficulty sorting info, getting lost or confused in familiar places, lack of concentration, memory loss, mood swings, cold hands, feet or other areas, conjuctivitis, dental or gum problems, difficulty gaining weight, dizziness, dry eyes, mouth or vagina, elevated cholesterol, numbness or tingling of feet, legs hands or arms, flu-like symptoms, abdominal cramping diarrhea or constipation, dysphagia, irritable bowel syndrome, stomach ulcers, fatigue, hair thinning or loss, headaches and/or migraines, heart irregularities, hypersensitivity/allergies to food, chemicals, molds, dust, pollens, bone and joint pain/morning stiffness, low body temperature, lung problems, lymph node enlargement and pain, muscle burning, twitching, weakness or ache, night sweats, painful breasts, prolonged unexplainable fever, rash/discoloration of face or neck, runs into things/misjudges distance, sleep disturbance, swelling in hands or feet, swelling of face or around eyes, vision changes, blurs or fades; pain in eyes, frozen shoulder, muscle spasms, severe hypertension, severe bilateral hip pain, heart palpitations, lack of peripheral vision, demyelinating polyneuropathy, low grade temperature, microvascular disease, retrograde pacing of the stomach, bilat neuropathy of middle ears, skin rashes, connective tissue disease(s), atrophy, vasculitis and chronic bladder infections. She had numbness in nipple or breasts after implantation. The left implant was replaced once, the right twice. She probably had 3 ruptures, but one was not recorded. She has hardness and/or tightening (due to capsule contracture and/or calcium deposits), she has had 3 closed capsulotomies. She still has the scar tissue capsule inside her body. In 1981 she had bilateral sub-q-mastectomies for fibrocystic disease, I & d of rt breast (pseudomonas), and replacement of the rt implant. In 1983 she had rt breast re-construction, in 1984 revision rt breast re-construction and reposition of prosthesis, in 1986 bilateral excision of sub-areolar breast tissue and 1987 bilateral open capsulotomy and removal of ruptured silicone implants. She eventually lost the rt nipple; it rotted off. After receiving breast implants she has had two lip surgeries (biopsy for sjogrens), surgical removal of rt kidney stones, sinus surgery, gallbladder surgery for stones, removal of all toe nails due to fungus, 2 colon polypectomies, herniated disc, degenerative disc with end plate disease, 2 colonoscopies, polyps removed. She has had heli-cobachter pylori for 2 years. She is on multiple medications. (*)